Event description:
A report was received that the pt would undergo a battery replacement as the pt had fallen on a cruise and since the fall could not feel stimulation. During the procedure one lead was not functioning so the physician decided to explant the entire system as a precaution in the event there was additional undetected damage to the device.